Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a single ventricular pace was inhibited due to oversensing. The patient is pacing dependent but not symptomatic. No noise was detected during isometrics and pocket manipulation. The device was reprogrammed; no further issues reported.